Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the recently implanted vns patient had developed an infection following implant surgery. The infection symptoms were first observed approximately a week prior to the patient¿s hospital visit on (B)(6) 2014. The patient¿s device had been programmed on. The patient was referred for surgery, and the generator was reportedly in the process of being explanted on (B)(6) 2014, but no confirmation of surgery has been received. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.